Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found stent damage. Stent strut from mid-section lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 01sep2020. It was reported that the stent failed to cross the lesion. The stenous target lesion was located in the severely calcified radial artery. A promus element plus 3.00 x 38mm was advanced. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a stent damage.